Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.a getinge field service engineer (fse) evaluated the iabp. Initially the fse was unable to reproduce the reported issue; the fse decided to change the front end board. The fse noticed that when the ECG cable (connector) was wiggled, he was able to reproduce the reported issue. The fse order and replaced the ECG cable. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) displayed error message "disconnect external test module". The fiber optic stopped working shortly after insertion of iab, about 30 minutes. The iabp was swapped to ensure that it was not the machine that was wrong. External pressure was switched on at thorax intensive care (tiva). Until then, ECG x 2 was connected. The balloon was pumping all the time. After arriving at tiva, the above alarm came the first time. After that, the alarm returned periodically until the iabp was changed a second time about 4.5 hours after insertion. There was no harm or injury to patient and no adverse event was reported.